Manufacturer narrative:
Continuation of concomitant medical products: product ID: 978b128, lot#: va2l1xl, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had a new ins placed on (B)(6) 2022. Patient has had severe pain and has been into the hospital several times. The first time they sent patient home on pain management. There was thought that the sciatic nerve was irritated. Patient went home and daughter brought patient back into the ER and was told that if patient didn't have pain prior to implant that the device should be removed. Device was removed on (B)(6) 2022. When the caller came back to the house to be with patient on (B)(6) 2022, the incision sight at lead wire was red and golf ball size patient was brought to the ER on monday and was put on antibiotics. The pain where the device was sitting is no longer there but patient is still experiencing extreme pain and now has to walk with a cane. The patient has a follow-up appt with the healthcare professional (hcp) on (B)(6) 2022. It was advised that caller reach out to the facility as they have not heard directly from the hcp since (B)(6) 2022 prior to surgery and would like an earlier appt if possible to see what can be done to help the patient.

Event description:
Additional information was received from the healthcare professional. They reported that it was unknown if the medtronic device/ther apy/procedure was casual or contributory with respect to the severe pain after device was removed. The hcp noted that an explant required a 2nd incision to remove the device. They noted post-op pain which began (B)(6) 2022. They reported an ER visit for pain meds and an eventual explant on (B)(6) 2022. The patient was seen in office on (B)(6) 2022 and noted that the pain improved. On (B)(6) 2022 the patient was seen for a post-op appointment. Patient's spouse requested hcp look at incision site and it was noted that the site was not warm or showing drainage. There was normal bruising noted but not abnormal and no erythema. Patient also noted in the follow-up that "pain was already much better".

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2l1xl serial# implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient's daughter. They reported again, patient had replacement procedure on (B)(6) 2022. Patient was then taken to family doctor the following day. Then on (B)(6) 2022, patient was taken to ER. And then back again to ER on (B)(6) 2022 where patient was admitted to the hospital. Device was removed (B)(6) 2022. On (B)(6) 2022, patient was taken back to ER due to the incision sites. Caller reported patient has turned patient into a different person since the (B)(6) 2022 procedure. On (B)(6) 2022, caller further reported patient saw the local manufacturer representative (rep) and lady at the hcp office. Patient was told that the incision sites looked good however caller thought it was questionable. Caller stated that the pictures they sent shows the smallest site did not look good, and that there was redness above and below the larger incision site. Patient does have an appointment with the hcp on (B)(6) 2022 at 2:45pm. Caller has verified that hcp will be present. Caller again stated patient is a different person from when they went in on (B)(6) 2022 for the procedure. Patient has been in pain since the following day, (B)(6) 2022 and has had very little relief from the incision sites. Patient has had to use a walker since (B)(6) 2022 to try to take some pain off the areas. Patient is no longer able to care for themself, more less take care of their 93 year old spouse. Caller stated this a strictly a case of procedure gone wrong.